Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulators (usms) were not activating intuitively. The customer rebooted the system after the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) did not find any related errors in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was informed that after a power cycle, no further issues were noted. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.